Event description:
Buyer reported blood leaked from a crack in the IV set during an infusion of blood. No patient or staff harm reported. Customer stated no details regarding date of event or lot number were available and all information is anecdotal as there was no written report of this event. Customer stated that no product will be returned because the set was discarded.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). Unable to determine the cause of the reported leak. The set was discarded therefore unable to complete an evaluation.